Manufacturer narrative:
Manufacturer's investigation conclusion: the report of stable pump thrombus could not be confirmed as there is no product available for investigation. However, the evaluation of the submitted system controller log file confirmed the report of low flow alarms. A specific cause for the reported events could not be conclusively determined through this evaluation, and a direct correlation with heartmate ii lvas, serial number (B)(6), could not be conclusively established. The submitted log file captured several transient low flow hazard alarms throughout the duration of the data, which ranged from (B)(6) 2019 11:08:47 am through (B)(6) 2019 12:55:22 pm. These low flow alarms were associated with the estimated flow intermittently decreasing below the low flow threshold of 2.5 lpm. Despite these findings, the pump appeared to have functioned as intended above the low speed limit throughout the duration of the log file. The account communicated that the patient had a known, stable pump thrombus. The patient¿s last ldh was 1000. It was also noted that the patient was having frequent asymptomatic low flow alarms. Multiple requests for additional information regarding this event were issued to the customer; however, no further information has been provided to this date. The investigation file will be closed accordingly. The patient remains ongoing on (B)(6) and no further issues have been reported at this time. The heartmate ii lvas IFU lists device thrombosis as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient with frequent asymptomatic low flow alarms, known stable pump thrombus, last lactate dehydrogenase (ldh) of 1000. The log file captured periods of low flow events throughout the log file. No other unusual events were noted in the log.